Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided in relation to this reported event. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 the reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records provided only confirm that a left total hip replacement is in situ. Additional records relating to the left side were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported by legal that a patient had an initial left total hip arthroplasty performed. Subsequently, the patient has reported ongoing pain and decreased quality of life since the implantation. Patients relay fear of not being able to walk unaided in the future. No further information has been given.

Manufacturer narrative:
(B)(4). D10: 00811400010 femoral stem 12/14 neck taper ext. Offset size 0 105 mm stem length 65885695. 00875200832 32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell 66043601. G2: foreign: united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.